Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming pulse testing. Upon evaluation, there was contamination on the j1000, j1002, and j1003 jumpers, as well as the r45 resistor. The cause of the inability to complete testing is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was displaying service code 102.